Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -1.00/+2.50/55 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced refractive surprise. On (B)(6) 2021 the lens was explanted and this resolved the problem. The cause of the event was reported as the device and noted "appearance is that the implanted icl did not correspond to the patient's rx".

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, and dry. Visual inspection found the lens optic torn, the haptic broken,bent and deformed. Dimensional inspection found the lens within specification. Width and functional inspection could not be performed due to haptic/optic damage. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).